Event description:
It was reported that the patient experienced syncope. The pulse generator exhibited loss of capture. The device was reprogrammed to fixed outputs, which resolved the issue. The patients condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).